Manufacturer narrative:
Product available to stryker; reason for no evaluation. An event regarding dislocation involving a trident liner was reported. The event was not confirmed. Device evaluation and results: not performed as the reported device was not returned for evaluation. No medical records were received for review with a clinical consultant. All devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided. Additional information, including device lot details, medical records, operative reports, x-rays and the return of the device are needed to fully investigate the event. If further information becomes available and/or if the product is returned, this investigation will be re-opened.

Event description:
Revision of exeter stem, trident psl shell with alumina ceramic liner and head. Reason for revision was dislocation and squeaking.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Revision of exeter stem, trident psl shell with alumina ceramic liner and head. Reason for revision was dislocation and squeaking.